Event description:
Caller reported a malfunction on the pump, indicating a recurring issue. It was confirmed that blood glucose levels did not exceed 500 mg/dl, suggesting no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process; however, the malfunction persisted, resulting in the decision to replace the pump.